Event description:
It was reported following successful deployment of this femoral filter, removal of the guidewire met with resistance. The guidewire was reportedly lodged in the apex of the filter. Readvancement of the introducer sheath to stabilize the filter and facilitate removal of the guidewire was unsuccessful and resulted in the guidewire becoming elongated. The wire was subsequently removed via a jugular approach utilizing a snare. Fluoroscopic examination of the filter revealed 2 of the filter legs had perforated the cava. No treatment for the perforation was administered or is planned. The filter placement was successful and the pt's condition is good. The filter remains implanted, and this MFR is currently evaluating the returned components. Upon completion of the engineering eval, a supplemental medwatch report will be filed under the appropriate sequence number. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the cause for this event.